Event description:
The medical surveillance specialist (mss) classified this complaint based on the customer service representative (csr) documentation. The patient contacted lifescan (lfs) on (B)(6), 2010 alleging that her onetouch ultra2 meter displayed the "apply blood" message even though she had already applied the blood to the test strip. At an unspecified time after the reported issue occurred, she reportedly started to feel shaky and sweaty as a result of the reported issue. The patient administered self-treatment with orange juice and reportedly felt better afterwards. She also claimed that after she ate again at an unspecified time, she started to feel sweaty and dizzy. No other blood glucose results were reported or medical intervention was reported. According to the csr troubleshooting, the reported issue was not resolved. This complaint is being reported because the patient claimed she developed symptoms, suggestive of hypoglycemia, after the "apply blood" message appeared. In addition, the reported issue was not resolved with troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
It was reported that the pt's implantable neurostimulator (ins) was moved from the abdominal area to the right buttock on (B)(6)2009. Following that revision, the pt experienced "stabbing pain" in the abdomen, where the ins used to be. The pt also stated the presence of swelling at the back incision site, and stated that it felt "like something (was) running out." There was no fluid noted at the site. It was also stated that the pt's lead area became numb when it was rubbed. No further details, pt's symptoms or outcome were provided. Add'l info was requested but not received at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pins lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.